Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported she had a colonoscopy last week and got some sedation. Patient stated she thought it turned her stimulator off because she was not feeling anything at all. The patient indicated that the therapy was off. Patient further noted that she was going to the bathroom/symptom return. The patient turned stim back on and increased stim to 6.0v and got the upper limit screen. The patient should monitor symptoms since the issue was reported as not resolved. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.